Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 18244722, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient's leads may have been damaged when the patient fell. It was noted that it had been leading to medical issues.